Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient was recovering from this peritonitis event. Action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the peritonitis event was unknown; however, it was reported the patient was hospitalized for the event on an unspecified date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.